Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: capsular contracture. Explantation month, day, and year: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent an unspecified breast surgery with an unspecified mentor smooth gel breast prosthesis developed baker grade iii capsular contracture in her left breast post implantation. The capsular contracture was diagnosed during an office visit. As a result, the patient is scheduled to undergo explantation on (B)(6) 2022.